Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a fog free function error code. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Event description:
It was reported that the rigid video scope had a fog free function error code. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following reportable findings: there was a crack on the cover glass, the objective lens was chipped and stained, and there was a dent on the distal end. Based on the results of the investigation, a probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.